Event description:
International customer reported that a pt presented with a wound dehiscence five days following a c-section. The pt was returned to surgery for repair. The customer reports the findings at the re-operation as the suture had "broken down."

Manufacturer narrative:
Result: the actual returned suture was examined under scanning electronmicroscopy. The suture piece was 4.5 cm long. One end had a complete cut; the second end was partially cut then broke. Conclusion: no conclusion can be drawn at this time. There is no indication of a complete breakage. The suture was partially cut then broke. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.